Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after use of the proglide device oozing and bloody drainage continued. A non-abbott patch was applied and 30 minutes later the area was dry and the dressing was intact with no further discharge. There were no pt adverse effects reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.